Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was reprogrammed and will be replaced at a later date. No patient complications have been reported as a result of this event.